Event description:
<Html>. <body>. Pump declared altitude alarm 21, and the customer declined further troubleshooting. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event. </body>. </html>.